Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report:3005168196-2020-01586. Please note that the following statement in section h. Box 10./11. Narrative/corrected data was inadvertently missed in the initial MDR and is being updated on this follow-up #01 MFR report:3005168196-2020-01586. It was reported that the low-level filling could be explained by the redistribution of flow in superior and inferior segments compared with previous images or could be attributed to distal embolization of some thrombus fragments or vasospasm after thrombectomy. Therefore, distal embolization or vasospasm were never confirmed.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, distal embolization, hematoma or hemorrhage at access site, inability to completely remove thrombus, hemorrhage, vessel spasm, thrombosis, dissection, or perforation, peripheral thromboembolic events. Therefore, it was determined that the reported adverse events were anticipated complications. (B)(4). The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 01-sep-2020, penumbra inc. Became aware of a journal article titled, "aspiration thrombectomy for treatment of acute massive and submassive pulmonary embolism: initial single-center prospective experience" (ciampi et al., 2017). It was reported that 18 patients were treated with indigo system aspiration catheter 8 (cat8). All data was gathered from a single center with procedures taking place from january 2016 to february 2017. Among 18 patients, one patient had low-level filling in the arteries following aspiration. It was reported that the low-level filling could be explained by the redistribution of flow in superior and inferior segments compared with previous images or could be attributed to distal embolization of some thrombus fragments or vasospasm after thrombectomy. However, there was no allegation within the article that a cat8 deficiency or malfunction occurred. It was not possible to ascertain specific device information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all adverse events within this literature source.